Event description:
It was reported that when patient presented in the clinic for a routine follow up visit, auto mode switch episodes due to lead noise was observed on the ra lead. Lead noise was reproducible in the clinic via isometric testing. Lead was otherwise electrically stable. No programming changes were made. Lead will continue to be monitored remotely via merlin.net transmission. Patient was stable.